Manufacturer narrative:
The pump was received with stripped battery cap coin slot, minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states they cannot remove the battery cap. The customer's blood glucose level at the time of incident was 467mg/dl. The customer treated with manual injection. Troubleshoot was conducted. The customer was not able to remove the battery cap from the pump. The customer was advised the pump would have to be replaced and returned for analysis.